Event description:
N/a.

Manufacturer narrative:
Additional customer contact person name: (B)(6). It was reported that during preventive maintenance done by a getinge field service engineer (fse) the cs300 intra-aortic balloon pump (iabp) had a flickering screen. Fse evaluated the unit and resolved the issue by replacing d160-00-0113 10.4" display w/ rtv bead sea, d012-00-1747 cable,video receiver to lcd , d406-00-0916 mounting plate,nec display. Fse then performed full functional and safety tests. All tests passed and returned the device to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) during startup, the cs300 intra-aortic balloon pump (iabp) units screen flickers. There was no patient involvement.